Manufacturer narrative:
H3: product analysis: evaluation determined that bearings detached. The likely cause of failure is the distal bearing is worn. It was also noted the nut housing was oval/dented at the assembly time, the bur can't be inserted inside the tube, laser markings faded, tube spacers bent, housing nut is worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of not a complaint. No patient impact reported. The event escalated to product event as evaluation confirmed detached bearing.